Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/13/2025, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient experienced a skin infection which occurred three days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a pustule and a skin infection at the needle puncture site and decided to remove the sensor. On (B)(6) 2025, the patient consulted a physician and was prescribed a course of oral antibiotic medication (bactrim unspecified dosage, twice per day for one week). At the time of report the infection was healing. No additional event or patient information is available.